Manufacturer narrative:
An invasive procedure was performed and this lead was successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillation lead exhibited a decrease in sensing measurements, a decrease in pacing impedance measurements, and an increase in threshold measurements. A chest x-ray was obtained and it appeared the lead had moved. No adverse patient effects were reported.